Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device exhibited error code 41622. The event occurred, during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with report of error code 41622. Review of event log found system fault 41622. The event occurred after infusion started. The reported problem was verified by functional testing. This error is related to the timing of the motor. The flat and hub gear was not lined up correctly. Replaced the flat and hub gear to correct the issue. The device passed all functional tests after the repair.